Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had residue in air/water cylinder and auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue is due to c0703 - leakage/seal problems caused by inadequate/broken seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.